Manufacturer narrative:
Device was used for treatment, not diagnosis. An event date of (B)(6) 2016 was reported; however, it is unclear if this was the date the migration was discovered or when patient symptoms began. The actual event date is unknown. (B)(4). The complained device was scheduled for explant on (B)(6) 2016; however, it is unknown to the manufacturer as of the submission date of this report if the revision surgery has been performed. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number 9964511. Manufacturing location: (B)(4). Date of manufacture: apr 11, 2016. Expiration date: mar 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation was reviewed and was also determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that approximately six weeks after initial implantation the titanium trochanteric fixation nail advanced (tfna) helical blade migrated and cut out of the femoral head. The blade had cut upward. The tfna construct was initially implanted to treat a trochanteric femoral fracture on (B)(6) 2016. Revision surgery was scheduled to be performed on (B)(6) 2016. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Describe event or problem: updated information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Describe event or problem: update (B)(6) 2016: tha, stands for: total hip antroplasty, re-operation was planned for (B)(6) 2016; still unclear if revision surgery was performed on the date specified. In addition, x-rays have not been taken yet. Material won't be available for investigation, no further material request will be sent, as it won't be returned for investigation.